Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient presented to the emergency unit because of receiving multiple inappropriate shocks. The physician interrogated the device and saw that the shocks were due to noise. Detection in the device was turn off. It was also reported that the impedance was high and the patient had psychological effects. The lead was capped and replaced. No further patient complications have been reported as a result of this event.